Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was scrapped therefore the reported failure mode was not confirmed. Alleged failure: foreign material inside the package probable root cause: incorrect or inadequate packaging severe shipping conditions user error the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foreign material inside the sterile packaging.